Manufacturer narrative:
(B)(4). (B)(6). The device was received and evaluated. This is an ancillary service event. The iipv event was confirmed in the device's event log. The cause was one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 at 20:12:55. During night drain cycle five, the patient's ultrafiltration reading was 1240 ml, indicating the home patient (hp) drained 1240 ml more than their maximum programmed fill volume of 1900 ml. This information meets iipv criteria. No additional information is available.